Event description:
It was reported that a patient who reported a cassette malfunction. This she stated has been happening off and on since christmas." Did the reported product fault occur while in use with a patient? Yes" did the product issue cause or contribute to patient or clinical injury? No." Is the cassette available to be returned for investigation? Yes". Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved" describe in detail any, and all damage to the cassette: no damage to cassette. Cassette wouldn't work on either pump." Has this incident happened within the past 6 months? (Offer nursing evaluation). Yes" has this patient reported a pump malfunction within the past 6 months (offer nursing). No. Additional information received via email from customer on 18-mar-2022 and attached by ICU medical in complaint: patient information and cassette lot numbers updated.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.